Event description:
Information received notes that the patient had second degree heart block. The device was programmed to 90 ppm in vvi during testing. Telemetry was lost at these settings. The patient lost a-v synchrony and almost fainted. After about 40 minutes, telemetry was established and the device was reprogrammed to 60 ppm in ddd mode after the operator pressed hard on the telemetry wand. The patient's condition was poor the day of surgery, but later recovered.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received